Event description:
It was reported the customer had high blood glucose of 382 mg/dl. Customer's mother changed out entire set. She stated that the customer's blood glucose lowered to 49 mg/dl treated with apple juice and candy, it went up to 95 mg/dl. She noticed the cannula of the infusion set was bent. Troubleshooting was performed. Customer's mother was advised to disconnect the device from the customer. The device support cap appears normal. Customer was disconnected during manual prime sequence. She reviewed settings and history; found daily totals were four units higher. She reported that the customer had disconnected a few times from the device because he was swimming. Found that reservoir showed 100 units of insulin and the device display 63.8 units. Found a lot of over bolus for high blood glucose. No MRI exposure. She was advised to speak to the customer's doctor in regards to low blood glucose and to monitor the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.